Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from 07dec2023 through 13dec2023. Low flow hazard alarms were captured on 12dec2023 and 13dec2023. No other notable events were observed. Despite the decrease in flow, the pump appeared to function as intended at the fixed speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including hepatic dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had instability post-operation and had low flow alarms with flows less than 2.5. Low flow threshold software was requested. The patient went back to the operating room (or) on (B)(6) 2023 for their chest closure post implant, and the surgeon requested to have the low-flow controller limit changed back from 2.5 lpm to 2.0 lpm. The controller was updated in the or, and the patient switched to the other controller with no complications so the prescription controller could be updated. It was additionally stated that the patient became lethargic and had multiple low flow alarms on (B)(6) 2023 that required increased pressor support. The event log file captured some short periods of low flow events post implant with flow noted as low as 2.1 lpm. There was concern for perforated or ischemic bowel. A kidney, ureter, and bladder (kub) x-ray was done and was unremarkable. A CT scan was ultimately done on (B)(6) 2023 which was also unremarkable. General surgery felt the patient was too unstable to go to the or for an exploratory laparotomy. On (B)(6) 2023 the patient had liver failure requiring 20% dextrose solution drops, decreasing blood pressure despite increasing pressors. Family decided to transition to comfort care. The patient passed away on (B)(6) 2023 due to cardiogenic shock. The death was not considered to be device related and the device operated as expected. The device was not returned for evaluation.